Event description:
A pt (B)(6) was status post a fall from a horse. A ventriculostomy catheter and a camino monitoring system were inserted into the pt's brain on (B)(6) 2013. The pt's condition improved and the unit was being removed on (B)(6) 2013. Upon removal the bolt was removed with the fiberoptic catheter intact, however a portion of the ventricular catheter remained in the pt's brain. The nurse practitioner attempted to open the incision and look into the burr hole but did not visualize the catheter. The incision was stapled closed the neurosurgeon was notified. The retained piece was confirmed by CT scan the next day. The pt returned to surgery for a right frontal burr hole and subsequent retrieval of the retained ventricular catheter. The entire piece was retrieved and the pt otherwise had no adverse outcome. The pt's final outcome was; the pt's neurological status improved and he was discharged to inpatient rehabilitation and then discharged home.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.